Event description:
Caller reported damage to pump housing and surrounding usb port, which impacted the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.